Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-05429 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula event, which led to elevated blood glucose levels of 500 mg/dl on (B)(6) 2026. The patient received treatment with correction bolus via pump. The infusion site was located on the abdomen. The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.